Event description:
It was reported that while in the cath lab, the medical doctor was unable to pass the spring wire guide (swg) inside the lumen. As a result, the device was removed and a new device was opened and used successfully. There was no report of patient death, injury or complications. The patient outcome was patient was intubated, sedated as of the moment, vital signs stabilized as of the time this event was reported. Pcl of mid lad (left anterior descending) proximal, rca (right coronary artery) and distal rca was successful.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.